Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during post implant procedure check-up, it was noted that the right ventricular lead exhibited loss of capture and low sensing. It was discovered that the lead had dislodged. The patient was non pacer depend and asymptomatic. On (B)(6) 2018, the lead was repositioned successfully. The patient was in stable condition prior, during, and post operation.